Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed. The instrument failed the clip test due to misapplication of the clip. It was found that the instrument can engage and retain the clip, but cannot apply it. Additionally, one of the grips on the instrument was found to be bent. The damage was located near the top of the clip groove, resulting in an offset at the tips, which prevented the instrument from securely holding the clip. The instrument had an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. The grip input disk bearings exhibited orange discoloration. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tips of medium-large clip applier instrument were found to be loose and were not holding the clip. The procedure was completed with no reported injury.